Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v892719, implanted: (B)(6) 2014, product type lead; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).

Event description:
Follow-up information received from the patient reported that she was still having concerns with her device or therapy, but had not sought further help.

Event description:
The patient reported that she had 6 months freedom and then it stopped working. The patient could feel stimulation but thought she needed to change programs because of loss of therapeutic effect. The patient reported that she was bitten by a dog at the end of (B)(6) and was put on antibiotics and that was when she had loss of therapeutic effect. The patient thought it would get better after she ended the antibiotics but it didn't. The patient had been having accidents for 2 months. The patient switched from program 3 to program 4 and she could feel the stimulation sensation back where it used to be, which was on the top left part of her buttocks cheek. The patient reported that stim was comfortable there, and was going to try all programs to see which one will work best for her. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information.